Event description:
The customer reported scope communication error 216, no viewing picture and error b30 message on screen during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residues in the air water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause not established. However, based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.